Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged and had a slack issue as shown via x-ray. The ra lead also exhibited noise oversensing. No intervention was performed. The patient was stable.